Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter entrapment on guide wire occurred. Vascular access was obtained via an aortic bifurcation. The target lesion was located in a 3mm artery below the knee. A 300cm, 8cm v-18 control wire was advanced to the lesion. A ranger balloon catheter was then prepped and passed over the v-18 control wire. After advancing the balloon through the sheath and over the wire approximately 65cm, resistance was encountered and the balloon would no longer advance. The balloon would also not pull back and became stuck to the wire. Several attempts were made to resolve the issue but was unsuccessful. The physician then removed the balloon and wire through the sheath as one unit and was discarded. The procedure was completed with a different wire and balloon. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The device has the distal tip kinked and the wire kinked in the middle of the device. The wire was received loaded into the ranger balloon catheter and it couldn't be removed overall length couldn't be measured due to the device condition (wire loaded into catheter). Od of distal tip and od middle of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further determined that this is a duplicate report of MDR ID # 2134265-2016-00025.